Event description:
It was reported, following an magnetic resonance imaging (MRI), the implantable cardioverter defibrillator exhibited an issue with output rate causing double counting of signal leading to oversensing alerts. No intervention was completed. The device will continue to be monitored. The patient was stable and asymptomatic.